Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon loaded a 13.2mm micl13.2 implantable collamer lens, -5.0 diopter, into the cartridge but did not like how the lens was loaded, he felt there was something wrong with the lens. There was no patient contact and the backup lens was implanted. The reporter was unable to provide any additional information, so the cause is unknown.